Manufacturer narrative:
Date sent to the FDA: 05/21/2021. Additional h6 component code: g07002 ¿ conforming device. Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that sixty-five unopened samples of product code j433 were received for evaluation. Visual inspection of unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the complaint sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qkmepj, and no non-conformances related to the reported complaint condition were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was the patient treatment altered in anyway due to the prolonged two (2) hour surgery time? If yes, please explain. Unk. What medical/surgical intervention was provided? Please refer to event description. What size of needle was used? Please refer to impacted products code. Did pull off occurred during the surgery (intra op) or before the surgery (pre op)?please refer to event description. How many devices failed in this procedure? One (1).

Event description:
It was reported that a child underwent a hernia surgery on (B)(4) 2021 and suture was used on the skin. During the procedure, after the suturing was completed and the abdomen was already closed, when counting the instrument, pull off suture needle was found on one device. An x ray was used and confirmed the needle was not in the patient's body. Finally the needle was found on the ground of the operating room. The surgery was delayed for about two (2) hours. The patient is stable now. There were no adverse patient consequences reported. No additional information was provided.